Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that there were general "false" occlusion alarm issues when infusing low dose pitocin (which starts at an infusion rate of 2ml/hour). No specific event details were provided although the clinician indicated there was no patient harm.